Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, blood leaked from the valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air contamination to the patient has been confirmed. The hospital discarded the reported sheath.